Event description:
According to the reporter: during a procedure, the device did not work properly and got jammed. They were unable to move the green toggle. The needle got disengaged into patient cavity and was retrieved. No injury to patient.